Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient via a rep with an external neurostimulator (ens) it was reported that the patient was feeling very uncomfortable in her right leg, she described the sensation as being lightly electrocuted. Patient spoke to her healthcare professional and patient's device would was scheduled to be removed on (B)(6) 2017. No further symptoms or complications reported/anticipated.